Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of contraception (contraception methods used: condoms for 7 years iud for 1 year oral contraceptives for 2 years (current); tubal sterilization (current), essure device.), genitourinary chlamydia infection, c-section (4), fibromyalgia, migraine without aura, vaginal odor, allergy (hydrocodone) and multigravida. Previously administered products included: loestrin and minastrin 24 fe. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1993 days after essure insertion and 16 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral cornual resection with implantation of ampullary segments). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: : left cornua and right cornua, number of proximal coils: 3-4 on left cornua and 3-4 on right cornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.435 kg/sqm. [Abdominal x-ray] (date unknown): reason for exam (xr abdomen ap) locate essure report exam: abdomen radiograph. History: locate essure findings: the bowel gas pattern is nonobstructive. No suspicious calcifications are seen projecting over kidneys. Bilateral essure devices project over the pelvis. Impression: 1. Bilateral essure devices project over pelvis [pathology test] on (B)(6) 2019: surgical pathology report final diagnosis: a, b. Bilateral fallopian tube segments, excision: 1. Chronic inflammation and fibrosis. 2. Medical device, see gross description. Clinical information: preop diagnosis/history: infertility gross description: left cornual portion of tube with essure device is a 3.5 x 1.0 x 0.4 cm segment of pale tan-pink rubbery fallopian tube with attached uterine tissue. Cross sections show coiled metal wiring consistent within essure device within the lumen. Right cornual portion of tube with essure device is a 5.5 x 1.0 x 0.6 cm segment of fallopian tube with attached uterine tissue. Sectioning shows coiled metal wiring consistent with essure device within the lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1977 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 27-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required), 5 years 5 months after insertion of essure. The patient was treated with surgery (essure removal via surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.